Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm happen randomly during rewind/prime sequence. The customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was received with cracked case on display window corners.